Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited placement difficulty and poor thresholds. The post operatively the ra lead exhibited dislodgement and it was thought that this dislodgement was also due to the patient's myocardial condition. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.